Event description:
It was reported that during a (vats) video assisted thoracoscopic procedure, the device didn't staple to the end of effector. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with one ecr45d cartridge loaded on the device. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted. No cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.